Manufacturer narrative:
This report is being filed on an international product, list number 8p13 has a similar product distributed in the us, list number 04z21. Patient identifier: complete list of sample ID's are (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for 1 female patient on (B)(6) 2023 and provided the following data (customer reference: female 13.8 ng/l ¿ 17.5 ng/l): sample ID (B)(6) initial result on alinity I s/n: (B)(4) was 517.7, repeat result was on s/n: (B)(4) was <5. The patient was redrawn and the second specimen, sample ID (B)(6) initial result on alinity I s/n: (B)(4) was <5 and repeat result on s/n: (B)(4) was <5 ng/l there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation regarding falsely elevated result for alinity I stat high sensitive troponin- I reagent lot number 46375ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Ticket search by lot 46375ud00 indicates that the reagent lot performs as expected for this product. Ticket and trending review did not identify any trends regarding the identified product. Device history record review did not identify any related non-conformances or deviations associated with lot 46375ud00 and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. A review of field data determined the median patient results for lot reviewed are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin- I reagent lot number 46375ud00 was identified.